Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the elective procedure to replace this patient's implantable device, the silicone rings on the is-a portion of this lead were loose when moving and inserting them into the device header. The caller inquired about repairing and replacing the rings. A boston scientific technical services consultant informed the caller that neither option is recommended. The pace/sense portion of the lead was surgically abandoned and a replacement pace/sense lead was implanted. No additional adverse patient effects were reported.